Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized in february due to low blood glucose. The blood glucose reading was too low at the time of admissions. Customer stated that the insulin pump was replaced at the time. Nothing further was reported.